Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device does not turn on upon insertion of slide clamp, which was reproduced as the device not recognizing an open-door state. The device did not recognize an opened door but could turn on with the on/off key on both alternating current and direct current power. The reported symptom was verified and found to be caused by a failed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced does not turn on upon insertion of slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.